Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was not responding properly after it was calibrated. There was no patient involvement at the time the issue was discovered as the issue occurred during periodical device checking. There was no patient or user harm was reported. The device kept operating when the issue was observed. There was no reported delay in therapy. The field service technician evaluated the device and confirmed that there was a misalignment in the touch position. Since the issue was not resolved by calibrating the touchscreen, the field service technician replaced the touchscreen, checked the software version (3.20), cleaned the device, performed functional testing, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.